Manufacturer narrative:
(B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On the afternoon of (B)(6) 2018, the patient informed the vad coordinator that their significant other did not hear the vad humming and the pump appeared to be off. The patient denied receiving an audible alarm and only when they were changing batteries did they notice a message of ¿call hospital¿ on the system controller. Prior to the pump stop event, the patient stated that at approximately 6:00 am that morning, they exchanged the 14-v lithium batteries for ones that were in the universal battery charger (usb) in response to a battery alarm. There was no adverse event associated with the pump stop event. Log files were submitted for review. The manufacturer¿s technical service representative reviewed the provided log file. Multiple power cable disconnect faults were observed throughout the log file when the system was connected to battery power. On (B)(6) 2018 at 10:18:48 am, a low battery hazard alarm was observed. The supplied voltage was drained and battery life appeared to be below the alarm threshold of 1.5 v. On (B)(6) 2018 by 10:38:01 am, a no external power event was captured. The internal battery was operating at the time this event occurred. The next line data captured showed the system controller clock reset to the default date code of 01jan2001 at 1:00:00 am accompanied by a yellow wrench alarm. This was an indication that the battery was drained to a state where it did not have enough power to maintain pump operation. It was unknown how long the pump stop occurred for. The pump resumed operation when fresh batteries were supplied. On 13feb2018, the customer reported that the patient informed her that they believed that the batteries that were put into use at 6:00 am on (B)(6) 2018 may have not been in the usb charging pocket correctly and therefore did not get charged. The patient may have not checked that they had power prior to using them. No equipment was exchanged due to this event. No additional information was provided.

Manufacturer narrative:
The reported event of a system stoppage was confirmed based on the information recorded in the submitted system controller log file. There was no product returned for evaluation and a specific root cause for the event was not able to be determined. According to the additional information the patient reported that the batteries were not in the charging pocket correctly and were not charged; however the customer suspected that the patient did not verified that the batteries were charged before use. The battery clips were checked and were clean. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.